Event description:
It was reported the patient went to catheterization laboratory for a bilateral femoral angioplasty (pta). The left groin was accessed and a 5f sheath was placed. This sheath was then removed and a 6f contralateral sheath was placed. A pta to the right lower extremity was performed. A pta was performed and a stent was placed in the left iliac artery. Post procedure, the 6f contralateral sheath was exchanged for a 6f 12 centimeter (cm) sheath. The patient developed a hematoma around the sheath. The 6f sheath was exchanged for a 7f sheath in an attempt to stop the bleeding. The hematoma continued to expand around 7f sheath. The physician decided to deploy an 8f angio-seal to help control site. The deployment went smoothly. Post deployment, the patient continued to bleed and manual compression was applied for 30 minutes. The patient went to recovery. Three to four hours later, the patient complained of left leg pain and had diminished leg pulses. A femoral angiogram taken from the right leg revealed a total occlusion extending from the left iliac artery stent to the left common femoral artery. The patient underwent a surgical thrombectomy and vascular repair. The patient was recovering.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the vessel occlusion could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device IFU cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device IFU states the 6f angio-seal device should be used on 6f or smaller procedure sheath arteriotomies and the 8f angio-seal should be used on 8f or smaller procedure sheath arteriotomies.